Event description:
A valiant thoracic stent graft was implanted in the patient for the endovascular treatment of a thoracic aneurysm. The patient had a chronic dissection that had an aneurysmal component at initial implant. Aneurysm and vessel morphology at the time of implant were not reported; however, the size of the aneurysm at implant was greater than 6cm. During the index procedure the patient had the stent graft placed at the level of the brachiocephalic with an I cast stent in the left common carotid, extending into the aorta. The valiant stent graft was well opposed on the greater curve, but not on the lesser curve. Approximately six months post index procedure the patient was admitted emergently with chest pain. The physician treated the patient with an open repair procedure for a retrograde type a dissection. The dissection began at the level of the left subclavian and the aneurysm was just distal to that. Upon opening the patient it appeared that the bare springs on the inferior aspect of the curve were the cause of the dissection. The bare springs were removed during the intervention and a new dacron graft was sewn to the existing valiant device. The procedure was completed successfully and the patient was stable post procedure. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Conclusion: pre-operative dissection, implanted up to the brachiocephalic (zone 1).